Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient' hf sensor exhibited inaccurate measurements. It was recommended the patient clinic confirm the validity of the pressure sensor readings. The patient may undergo right heart catheterization at a later date.

Event description:
Additional information received identified right heart catheterization was performed on (B)(6) 2018 wherein the mean was increased by 33 mmhg.